Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 16 patient samples on a cobas pro ise analytical unit. The doctor questioned the initial results and the customer repeated the samples. For sample 1, the initial na result was 144 mmol/l. The repeat result was 134 mmol/l. For sample 2, the initial na result was 155 mmol/l. The repeat result was 139 mmol/l. For sample 3, the initial na result was 135 mmol/l. The repeat result was 125 mmol/l. For sample 4, the initial na result was 150 mmol/l. The repeat result was 141 mmol/l. For sample 5, the initial na result was 147 mmol/l. The repeat result was 139 mmol/l. For sample 6, the initial na result was 151 mmol/l. The repeat result was 143 mmol/l. For sample 7, the initial na result was 148 mmol/l. The repeat result was 135 mmol/l. For sample 8, the initial na result was 149 mmol/l. The repeat result was 138 mmol/l. For sample 9, the initial na result was 146 mmol/l. The repeat result was 139 mmol/l. For sample 10, the initial na result was 147 mmol/l. The repeat result was 138 mmol/l. For sample 11, the initial na result was 143 mmol/l. The repeat result was 136 mmol/l. For sample 12, the initial na result was 150 mmol/l. The repeat result was 135 mmol/l. For sample 13, the initial na result was 130 mmol/l. The repeat result was 122 mmol/l. For sample 14, the initial na result was 150 mmol/l. The repeat result was 144 mmol/l. For sample 15, the initial na result was 152 mmol/l. The repeat result was 143 mmol/l. For sample 16, the initial na result was 149 mmol/l. The repeat result was 136 mmol/l.

Manufacturer narrative:
The na electrode lot number is n94. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. Qc was out of range after the patient results were produced. The alarm trace showed multiple abnormal aspiration alarms on the day of the event. The field service engineer (fse) found that the fluidics line was dirty and cleaned it and performed operational and mechanical checks successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.